Event description:
It was reported to boston scientific corporation that a resolution clip device was used for hemostasis during an egd (esophagogastroduodenoscopy) procedure, performed on (B)(6) 2013. According to the complainant, while attempting to deploy the clip, the clip assembly failed to separate from the delivery catheter. The device was then removed from the patient and the procedure was completed with another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
(B)(4) for the reported issue of clip won't detach from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was returned fully deployed from the delivery catheter with the clip prongs bent and opened. There was a kink in the control wire. The oversheath was accordioned and detached from the sheath grip. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used for hemostasis during an egd (esophagogastroduodenoscopy)procedure, performed on (B)(6) 2013. According to the complainant, while attempting to deploy the clip, the clip assembly failed to separate from the delivery catheter. The device was then removed from the patient and the procedure was completed with another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.